Event description:
The customer reported the defibrillator no longer charges (intermittently).

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.